Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip of the extraction reamer broke during use. It was used according to indication to ream for broken screw removal. This report if for an unknown screw. This report is for 1 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available, for the initial medwatch, a follow-up medwatch will be filed, as appropriate.